Event description:
In (B)(6) 2011, after a pump replacement, the patient's general condition started worsening which resulted in several hospital stays. The patient experienced episodes of dyspnoea and circulatory problems; an "infection of reservoir or pump or an air/gas inclusion was suspected as causative." On (B)(6) 2011, a catheter puncture with extraction of 0.5 ml was performed for further diagnosis. Following this, the patient started to suffer from withdrawal symptoms. The symptoms were described as shivers, sweating bursts and freezing. Oral baclofen 75 mg/day was started as a treatment medication. On (B)(6) 2011, the withdrawal symptoms were reported as improved. The device systems was used to deliver lioresal.

Manufacturer narrative:
(B)(4).